Event description:
Post-operatively, patient placed on pca pump-morphine sulfate with basal rate 2 mg/hr; and pca dose 1 mg with 10 min. Lockout. Morphine concentration 5 mg/ml. Pca pump checked hourly-rates correct q 1 hour x 3 hours. Patient very alert at checks made at 4 and 5 p.m. Very sedated at 6 p.m., but aroused easily. Basal rate turned down to 1 mg/hr. Upon reporogramming pump-concentration found not programmed (0-0). Programmed correctly at 6 p.m. Pca stopped at 7 p.m. By 9:45 p.m., patient still very sedated, but awaken to verbal stimuli. However, patient quickly drifted back to sleep. Could not keep patient arouseddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, incorrect technique/procedure. Conclusion: user error contributed to event, other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by other facility staff. The device was not destroyed/disposed of.